Manufacturer narrative:
Note that information references the main component of the system and other applicable components are: product ID: neu_unknown_lead, lot# unknown, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare professional (hcp) via a manufacturer representative reported a consumer had lead dislodgement. Consequences of the event were noted as lead repositioning. There were no further complications reported and/or anticipated.

Manufacturer narrative:
Updated: product ID: neu_unknown_lead, lot# unknown, implanted: (B)(6) 2003, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.